Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) loss of capture (loc). It was noted that the patient was in complete heart block. A field representative was paged to come and evaluate the device. There was a rv autothreshold on that was 1.0v@0.4ms. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) loss of capture (loc). It was noted that the patient was in complete heart block. A field representative was paged to come and evaluate the device. There was a rv autothreshold on that was 1.0v@0.4ms. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that a field representative was paged and was able to reprogram the pacemaker to unipolar to regain capture. It was noted that the patient had previously experienced a heart rate in the 40s bpm range due to non-capture. Additional information indicated that this pacemaker and right ventricular (rv) lead were explanted, and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. --- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.